Event description:
Emt's were responding to pt in cardiac arrest situation. Pt went into v-fib and was shocked at 200 watts seconds. Monitor failed after d-fib and would not function. Bench test revealed that paddles were showing artifact and would intermittently pass EKG with lots of artifact. EKG leads were doing the same. EKG was showing a dotted flatline with no EKG on screen or recorder via leads or paddles.